Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 pro conical tip would not screw on, the threads would not align with the scope. An accessory kit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning.

Manufacturer narrative:
Method code: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).